Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the patient had an implant site infection that would not resolve after ten days. The loop recorded was removed and no new devices were implanted. No further patient complications were reported as a result of this event.